Event description:
It was reported that the drain bag is allegedly disconnecting where the tubing connects to the hard plastic connector that fits into the catheter end. The tubing itself is allegedly way too stiff and is coiled up and twisted in the package.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿directions for use: 1. Separate notches within circles. Pull straps through holes and around leg."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drain bag is allegedly disconnecting where the tubing connects to the hard plastic connector that fits into the catheter end. The tubing itself is allegedly way too stiff and is coiled up and twisted in the package.